Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and low reservoir. Customer's blood glucose level was 600 mg/dl. Customer advised they felt dizzy, confused, light headed, was unable to read clearly and had a lot of back pain. Customer advised they went to the emergency room as a result of the insulin pump not delivering insulin when the act button was pressed. Customer advised they needed to change out their reservoir and were unable to do so properly. Customer advised they received the low reservoir alarm each time they attempted to bolus. Customer advised they will call back to troubleshoot once they take care of their high blood glucose levels.